Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced a no external power alarm recently that attributed to the mobile power unit (mpu) coming unplugged from the wall.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ebb usage count increasing was confirmed via the log file review. The periodic log file spanned approximately 11 days (27feb2022 to 10mar2022 per the timestamp). The backup battery usage count increased on 01mar2022 from 10:29 to 11:29 due to the controller losing power from the external power source. The periodic log file captures data at specific intervals so the onset of the events cannot be observed. No notable alarm was observed. The mobile power unit, serial (B)(6) , was not returned for analysis. Additional information on 18mar2022 stated that the mpu has v-lock power cord. The patient stated that the no external power alarm occurred due to the power cord coming loose from the wall outlet. No product was exchanged. A root cause of the reported event was determined to be related user error due to the patient disconnecting the mpu power cord from the wall outlet. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. These sections also state that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. No further information provided. The manufacturer is closing the file on this event.